Manufacturer narrative:
A lot history review (lhr) of rexe0108 showed no other similar product complaint(s) from this lot number. This complaint is confirmed. According to the complainant information contained in this file, "it was reported that the nurse head found a set of PICC with broken external packaging when unfolding the whole PICC package." A section of the tyvek lid stock has been partially peeled from the tray. The exposed flange lip was observed. There are no voids between the adhesive transfer of the tyvek lid stock and flange lip. The plastic tray is unremarkable exhibiting no damage. The other section of the lid stock is still adhered to the trays flange lip. The lid stock continues to separate from the tray under normal tension. There are no voids with the adhesive transfer and flange lip. No damage to the outer and inner trays was observed. The surface of the tyvek lid stock has been damaged. Scrape markings in the unit label is observed. These scrape markings are located in the "peel here" corner of the tray. It appears something has slid across the face of the lid stock. Multiple folds in the tyvek lid stock is observed opposite the "peel here" corner of the tray. The inner tray is unremarkable the tray is sealed and the medical components are contained within; therefore, the implicated product had not been used. The mechanism of the damage is undetermined.

Event description:
It was reported that the nurse head found a set of PICC with broken external packaging when unfolding the whole PICC package. She therefore believed it did not fit the sterile requirement and complained to the manufacturer. (B)(6) report was validated to be true after field inspection. She urgently took another set of new PICC instead to conduct the catheterization after finding the problem.